Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pseudotumor. **update: (B)(4) 2013 - litigation papers received. Litigation alleges that hip system detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum. It is further alleged that patient suffered from pain and decreased mobility. The acetabular cup is now being reported to address the alleged loosening. Update rec'd (B)(4) 2013- pfs and medical records received. Revision operative notes confirmed significant metal on metal reaction and a pseudotumor. There is no new additional information that would affect the existing MDR decision. Records are attached for further review.

Manufacturer narrative:
Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: simplex bone cement. Event: this was used in conjunction with depuy product in this patient.

Event description:
Patient was revised to address pseudotumor.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address pseudotumor. **update: 4/4/2013 - litigation papers received. Litigation alleges that hip system detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum. It is further alleged that patient suffered from pain and decreased mobility. The acetabular cup is now being reported to address the alleged loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.